Event description:
It was reported that the patient experienced sub optimal coverage. The patient underwent a procedure where the spinal cord stimulation (scs) lead was removed and replaced. Additionally, on the day of the revision procedure, the implanted lead was originally going to be re-positioned for better coverage, a stylet was introduced however, the stylet migrated and punctured through the lead, therefore the originally implanted lead was removed and replaced with a new lead. Post operatively, the patient was doing well.

Manufacturer narrative:
Visual inspection of the lead body close to the clik anchor site revealed a puncture. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. The labeling also states if the lead stylet is removed and inserted, do not use excessive force when inserting the stylet into the lead.

Event description:
It was reported that the patient experienced sub optimal coverage. The patient underwent a procedure where the spinal cord stimulation (scs) lead was removed and replaced. Additionally, on the day of the revision procedure, the implanted lead was originally going to be re-positioned for better coverage, a stylet was introduced however, the stylet migrated and punctured through the lead, therefore the originally implanted lead was removed and replaced with a new lead. Post operatively, the patient was doing well.

Event description:
It was reported that the patient experienced sub optimal coverage. The patient underwent a procedure where the spinal cord stimulation (scs) lead was removed and replaced.